Event description:
MFR received a report alleging that a pt died when she fell out of bed and caught her head between the mattress and siderail. Product failure has not been identified and eval has not been permitted by the attorney.